Event description:
It was reported that during a lsh procedure, the device tissue pad melted and did not detach. Another device was used to complete the procedure. There was no adverse consequence to the patient.

Manufacturer narrative:
(B) (4). Information not available, device not returned for analysis.